Manufacturer narrative:
"Unit was received from the field for eval. Refer to eval # (B)(4) - verified reported crack in case nose. Also noted a deformation at the tip of the horn creating a small hook. Both physical attributes strongly suggest the handpiece was dropped. Handpiece was discarded after eval. The cause cannot be verified. The DHR from microtip lot# 26713-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece was primed and started cutting. Doctor noticed severe leaking. Crack in plastic casing below needle. Second handpiece was used.